Event description:
An elderly male asa 3 patient with chronic obstructive pulmonary disease (copd), sleep apnea and gastroesophageal reflux disease (gerd) underwent an upper endoscopy which he tolerated well. At the end of the procedure the scope was removed in preparation for insertion of us probe for egd/ eus with anesthesia. The patient received versed, propofol and fentanyl. He obstructed and became unresponsive - oxygen saturation fell to 25%. Manual resuscitator applied and oral airway was inserted. The air cushion on the mask was found to be deflated rendering ventilation ineffective. Two additional masks were opened and air cushion of masks was also deflated. A resuscitator was brought to the room with air suction intact and the patient was successfully ventilated. His saturation improved as soon as an intact mask was applied. The patient had developed bradycardia to 30's likely secondary to hypoxia and hypercarbia. This resolved with the administration of an ephedrine 10 mg IV. The patient woke up and was found to be neurologically intact. The 12 lead EKG unchanged. Procedure was canceled. Manufacturer response: no response as of today. The rep mailed this unit and another unit (that did not reach a patient) to teleflex for analysis. Other deflated masks were discovered in other areas of the hospital and were removed.